Event description:
Per provider when patient was being transferred from the bed the patients arm got stuck on the bed rail. Bed rail may be an aftermarket group rail per provider. Upon retrospective review this complaint has been deemed reportable due to entrapment issues.